Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited intermittent noise on all three channels of the electrogram causing pacing inhibition. This atrial pacing lead exhibited noise on the electrogram and a pacing impedance less than 200 ohms. An x-ray did not confirm dislodgement. Lead insulation damage was suspected on the atrial lead. The patient has been hospitalized since for the past month due to other reasons not related to the to the ICD issue.